Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead exhibited diaphragmatic stimulation with rv pacing. Moreover, the physician had suspected micro perforation on chest x-ray. Hence, this rv lead was extracted. No additional adverse patient effects were reported.